Event description:
It was reported only one side of cuff inflated. No additional information.

Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. Visual inspection did not identify any anomalies. Using a syringe, 10 cc of air was inserted into the inflation system. The cuff partially inflated. A portion of the cuff near the distal tip stuck to the shaft (reference picture). Following the instructions under 6.0 set up and use for tts cuffs in the instructions for use, 10018908-001 (formerly pkg-dfu-cfx-2), the cuff fully inflated (reference pictures). The cuff was deflated and inflated multiple times without issue. The device was allowed to rest for six days. The cuff inflated fully without issue. Silicone has the tendency to stick to itself, hence the instructions to unstick a cuff is provided with every device. The investigation determined that there was no defect with the returned device. The customer stated problem was duplicated. The cause of the reported problem was traced to the user manipulation of the device. A DHR review was performed and no problems or issues were identified during this DHR review.

Manufacturer narrative:
Corrected data: updated event description as no patient was involved.

Event description:
It was reported only one side of cuff inflated. No patient involvement.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection did not identify any anomalies. Using a syringe, 10 cc of air was inserted into the inflation system. The cuff partially inflated. A portion of the cuff near the distal tip stuck to the shaft (reference picture). Following the instructions under 6.0 set up and use for tts cuffs in the instructions for use, 10018908-001 (formerly pkg-dfu-cfx-2), the cuff fully inflated (reference pictures). The cuff was deflated and inflated multiple times without issue. The device was allowed to rest for six days. The cuff inflated fully without issue. Silicone has the tendency to stick to itself, hence the instructions to unstick a cuff is provided with every device. The investigation determined that there was no defect with the returned device. The customer stated problem was duplicated. The cause of the reported problem was traced to the user manipulation of the device. A DHR review was performed and no problems or issues were identified during this DHR review.